Event description:
On (B)(6) 2012, we received a call from a customer indicating that they wanted to return a valve that was removed from the patient because of uncontrollable flow. The product was received on (B)(6), 2012 at (B)(6) facility.

Manufacturer narrative:
Conclusion: the valve was found to be in good working condition, the report indicating that the valve was not controlling the flow could not be demonstrated. The results from the evaluation indicate that the valve is controlling the fluid flow at a safe level.